Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported no flow while using the one link needlefree connector during a blood draw. This event did not involve a patient injury or medical intervention. No additional information is available.